Event description:
The user received questionable total bilirubin special (bilts) results for neonate patient samples on the cobas 6000 c501 analyzer. The event involved 5 neonate samples which occurred between (B)(6) 2010. One neonate sample was discrepant which occurred on (B)(6) 2010. The initial result was 28.1 mg/dl. The sample was repeated on an integra 800 analyzer which yielded a result of 23.4 mg/dl. Both the initial and repeat bilts results were accompanied by data flags. The bilts result of 23.4 mg/dl was reported outside the laboratory. No patients were affected as no erroneous results were reported outside the laboratory. The reagent lot number for bilts was 63206501. The field service representative determined the cause was cell rinse water level out of adjustment. He performed adjustments and cleaning maintenance. Performance tests were run and acceptable.